Event description:
While reporting issues with calibration errors, customer reported that she recently went to the emergency room due to high blood glucose levels. Customer stated that her blood glucose level was around 200 mg/dl at the time of the emergency room visit. Customer also reported that she was in a state of diabetic ketoacidosis. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.